Event description:
When the robotic "arm" instruments, monopolar curved scissors, was returned to scrub staff from the operative site/field, it was noted that the tip cover accessory was missing and had fallen off in the surgical field. Tip cover accessory for use with endowrist monopolar curved scissor.